Manufacturer narrative:
One used device was returned for analysis. Functional and visual tests were performed. Since the disconnection occurred during use, the root cause could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
E1 phone number: (B)(6). D4: expiration date and h4: manufacture date are unknown, no lot number has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the blue connector of the suction line came off during the exchange of the tracheostomy tube. This occurred during use in early jun-2025. There was no reported patient harm.